Manufacturer narrative:
PMA/510k: this part is not approved for use in the united states; however a like device catalog # 153200500, 510k #k113174 and UDI#: (B)(4)was cleared in the united states. H10: x-ray images review: post op CT for long segment fusion provided. Unable to count levels on provided images. Fusion status is unknown. A rod fracture is present at l3-4. It is unclear if the provided image show a unilateral or bilateral fracture. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a patient with revision surgery. It was reported that the initial surgery was done on (B)(6) 2018 for posterior spinal fixation after olif at l2 / 3, l3 / 4, l4 / 5 and on (B)(6) 2018 t9-s2ai psf+l5/s:plif. So56+ba+capstone control+gc were used in the initial surgery. Pre-operative diagnosis for this procedure was kyphosis. The patient had back pain and the rod was broken between l3 / 4. The screw was loosened. Revision surgery was performed to replace rod and screw. No fragments were left in patient body. No further complications reported.

Manufacturer narrative:
H3: product analysis #265386695:part # g869h022 lot # 0568272w visual inspection confirmed the rod has broke and bent in multiple places. Damage and smearing noted on fracture surfaces. No pre- existing surface defects were identified that could contribute to the breaks. After visual and microscopic inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. This type of damage is consistent with failure due to cyclic fatigue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.